Manufacturer narrative:
Additional information has been received regarding battery cap recall added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing piece from the battery tube threads, cracks in the case on the battery tube side. The pump was received with a battery cap. The battery cap contact was missing. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed and the pump has possible physical or cosmetic damage no harm requiring medical intervention was reported. Product return required for mmt-1882. It is unknown whether product will be returned.